Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was dried blood past the helix mechanism into the neck region and the helix was extended. Resistance testing was completed to assess lead electrical performance, and the measurements for the cathode coil were out of specification. An x-ray of the lead was taken and confirmed there was a fracture approximately 15 mm from the lead¿s terminal pin. Laboratory analysis confirmed that the observations observed during the procedure was a result of a fracture of the cathode coil.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the lead was first tested on the pacing system analyzer (psa) after being positioned. The pacing impedance measurement was 500 ohms and the pacing threshold value was at 0.4 volts. The ra lead was then connected to the implantable cardioverter defibrillator (ICD) and the measurements were repeated. The pacing impedance measurements were above 3,000 ohms and there was no capture. The ra lead was disconnected and tested again on the psa but the results were the same. There were no issues inserting the ra lead terminal pin into the header. In addition, there were no anomalies noted with the ra lead under fluoroscopy. The physician decided to extract this ra lead and replace it with a new one of the same model. No adverse patient effects were reported. The extracted ra lead will be returned for laboratory analysis.